Event description:
Three syringes with needles were submitted from the same manufacturer's lot: there was a hair-like filament on the needle. There was a small solid substance in the syringe barrel next to the plunger tip. There was a brown substance on the syringe needle.